Event description:
Reporter indicated that patient was diagnosed with vocal cord paralysis. The implant surgery was long and there were difficulties locating the vagus nerve. An ear, nose, throat examined the patient while the patient was still in the or and diagnosed vocal cord paralysis. The generator has not yet been programmed to on.